Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging mold in device and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer also received information alleging mold in device and difficulty breathing/short of breath. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The external investigation of the device showed that there were no signs of contamination on the outside of the device. The internal investigation showed that there was an unknown contamination on the bottom enclosure. There was also an unknown contaminate on the rubber seal of the blower fan. It was also noted that was an unknown black contaminate in the blower box, however it is not consistent with sound abatement foam. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were 7 instances of errors on the device. Pil was unable to confirm the presence of degraded sound abatement foam in the device. Evidence of black contamination observed.